Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("excessive cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("excessive vaginal bleeding"), arthralgia ("joint pain"), anaemia ("anemia"), migraine ("migraines") and fatigue ("extreme fatigue"). The patient was treated with surgery (scheduled to have essure device removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, vaginal haemorrhage, arthralgia, anaemia, migraine and fatigue outcome was unknown. The reporter considered abdominal pain lower, anaemia, arthralgia, fatigue, migraine and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: in fallopian tube and extending outside of the uterus"), device breakage ("small piece of metal that was embedded"), embedded device ("small piece of metal that was embedded"), abdominal pain lower ("excessive cramping"), ovarian cyst ("ovarian cyst") and cholecystectomy ("gall bladder removal") in a 35-year-old female patient who had essure (batch no. 627309) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included renal calculi. Current weight 235 lbs. Concurrent conditions included obesity. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("extreme fatigue"), depression ("psychological or psychiatric problems condition: depression") and headache ("migraines/ headaches"). On (B)(6) 2012, the patient experienced menorrhagia ("ab"), 3 years 2 months after insertion of essure. In (B)(6) , the patient experienced amnesia ("memory loss"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), endometriosis ("endometriosis"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2018, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), vaginal haemorrhage ("excessive vaginal bleeding /abnormal bleeding (vaginal, menorrhagia)"), arthralgia ("joint pain"), anaemia ("anemia"), migraine ("migraines"), feeling abnormal ("brain fog"), back pain ("lower left back pain") and polyp ("polyp") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with dilation and curettage procedure, resuscitation (salpingectomy (bilateral removal of fallopian tubes) and oophorectomy.) And surgery (ovaria cyst removal, polyp removal for biopsy, salpingectomy (bilateral removal of fallopian tubes) and oophorectomy. And scheduled to have essure device removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device breakage, embedded device, abdominal pain lower, ovarian cyst, vaginal haemorrhage, arthralgia, anaemia, migraine, fatigue, menorrhagia, urinary tract infection, depression, headache, endometriosis, amnesia, cholecystectomy, weight increased, bladder disorder, urinary tract disorder and polyp outcome was unknown, the feeling abnormal was resolving and the back pain had resolved. The reporter considered abdominal pain lower, amnesia, anaemia, arthralgia, back pain, bladder disorder, cholecystectomy, depression, device breakage, device dislocation, embedded device, endometriosis, fatigue, feeling abnormal, headache, menorrhagia, migraine, ovarian cyst, polyp, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs plaintiff did not undergo essure removal. Insertion details:coils: right tube 03 of coil. Left tube 04 of coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results:: implantation was successful. Most recent follow-up information incorporated above includes: on 18-jan-2019: pfs received. Reporter's information was added. Lot number was added. Patient's demographics was added. Added event abnormal bleeding (menorrhagia), uti, depression, bladder or urinary problems or changes, headaches, endometriosis, migration of essure device location of device: in fallopian tube and extending outside of the uterus, brain fog and memory loss, weight gain, small piece of metal that was embedded, ovarian cyst,poyp and polyp removal for biopsy,pain concomitant condition, treatment drug were added. Event outcome updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: in fallopian tube and extending outside of the uterus'), device breakage ('small piece of metal that was embedded'), embedded device ('small piece of metal that was embedded'), abdominal pain lower ('excessive cramping'), ovarian cyst ('overain cyst') and cholecystectomy ('gall bladder removal') in a 35-year-old female patient who had essure (batch no. 627309) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included renal calculi. Current weight 235 lbs. Concurrent conditions included obesity. On (B)(6) 2008, the patient had essure inserted. In (B)(6)2009, the patient experienced fatigue ("extreme fatigue"), depression ("psychological or psychiatric problems condition: depression") and headache ("migraines/ headaches"). On (B)(6) 2012, the patient experienced menorrhagia ("ab"), 3 years 2 months after insertion of essure. In 2014, the patient experienced amnesia ("memory loss"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), endometriosis ("endometriosis"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2018, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), vaginal haemorrhage ("excessive vaginal bleeding /abnormal bleeding (vaginal, menorrhagia)"), arthralgia ("joint pain"), anaemia ("anemia"), migraine ("migraines"), feeling abnormal ("brain fog"), back pain ("lower left back pain") and polyp ("polyp") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with dilation and curettage procedure, resuscitation (salpingectomy (bilateral removal of fallopian tubes) and oophorectomy.) And surgery (ovaria cyst removal, polyp removal for biopsy, salpingectomy (bilateral removal of fallopian tubes) and oophorectomy. And scheduled to have essure device removed on 30jan18). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, device breakage, embedded device, abdominal pain lower, ovarian cyst, vaginal haemorrhage, arthralgia, anaemia, migraine, fatigue, menorrhagia, urinary tract infection, depression, headache, endometriosis, amnesia, cholecystectomy, weight increased, bladder disorder, urinary tract disorder and polyp outcome was unknown, the feeling abnormal was resolving and the back pain had resolved. The reporter considered abdominal pain lower, amnesia, anaemia, arthralgia, back pain, bladder disorder, cholecystectomy, depression, device breakage, device dislocation, embedded device, endometriosis, fatigue, feeling abnormal, headache, menorrhagia, migraine, ovarian cyst, polyp, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs plaintiff did not undergo essure removal. Insertion details:coils: right tube 03 of coil. Left tube 04 of coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results:: implantation was successful. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2019: quality safety evaluation of ptc(products technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.